Event description:
The device subsequently was explanted 2.2 months later for normal battery depletion, and returned for analysis six weeks after explant.

Manufacturer narrative:
Upon return to our post-market quality assurance laboratory, initial analysis showed this device met longevity expectations based on recorded data from device operations and an engineering calculation based on programmed values. Additional analysis is pending.

Manufacturer narrative:
Analysis of the returned device is pending.

Manufacturer narrative:
This device met specifications in testing and analysis. Upon receipt at our post-market quality assurance laboratory, the device was thoroughly inspected and analyzed. Based on recorded data from device operations and an engineering calculation based on programmed values, this device met longevity expectations. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device.

Event description:
Boston scientific crm received information that this device was associated with a report of patient syncope during an episode with multiple shocks. The calling health care provider (hcp) reported the patient was symptomatic after experiencing a ventricular tachycardia (vt) episode with anti-tachycardia pacing and shock therapy delivery that did not initially convert the arrhythmia; the rate accelerated to a ventricular fibrillation, where higher-energy shock therapy delivery did convert the patient. Hcp reported the device functioned appropriately throughout the episodes. Hcp also reported the patient experienced a separate episode with a slow, stable vt that was detected in the programmed vt-1 monitor-only zone; the rate accelerated into the programmed vt therapy zone and was converted with shock delivery 2.5 minutes later. The patient was not symptomatic during that episode. Ts discussed how to evaluate the episode data to confirm whether the patient's rate didn't meet the programmed rate criteria; hcp confirmed the device functioned appropriately as programmed. The device's rate cut-off for the vt therapy zone subsequently was reprogrammed to provide therapy at slower vt rates.

Manufacturer narrative:
This report will be updated if additional information is received.